Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump failed down stream occlusion calibration.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "high alarm displayed: cassette not attached properly" message. To further investigate, a functional test was performed. Customer reported problem was not duplicated. When a cassette was attached the pump started without issues. In mu mode, the downstream and upstream sensors both reacted to pressure as expected. The downstream occlusion sensor will be replaced as a preventative measure.

Manufacturer narrative:
Other text: additional information was received indicating there was no patient involvement, issue was found during testing. (Updated h6).